Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer reported a spill inside the alinity m instrument and on the walking path around the instrument. Due to a step loss error, the iru was not picked up on the elevator, which results in the machine being flooded with reagent solutions. The reagent solutions cause the printed circuit board (pcb) to fail. The pcb was replaced, and the area was cleaned up by the field service engineer (fse). No one was injured or came in contact with the spill. Fse was the only one to clean the spill while wearing personal protective equipment. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
The investigation into this complaint included a supporting information review, a customer data review, corrective action preventative action (CAPA)/non-conformance (nc) review, and a complaint history review. The investigation is summarized as follows: according to the software event report generated for this ticket, the technical review board determined that the reported event was an observed problem and not a failure of requirements. The photographs attached to the complaint ticket were reviewed and showed that there was solution spillage outside the footprint of the instrument. One related non-conformance or CAPA records was found, but it did not have the same root cause as the issue under review. The complaint history review showed that, since the installation of the first field instrument in october 2018, there was one other independently investigated complaint that was related to liquid spillage during bulk fill due to an iru retrieval failure, where the problem did not involve other components failing. Based on the results of the investigation, a product deficiency has not been identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torquing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2020 and november 15, 2020, respectively.